Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed and required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were not detected on the bus. A field service engineer (fse) upon inspection, no led indicators suggested hardware faults, but pockets remained undetected. The station was powered down, and all connections at the back of the drawers were reset with no visible damage to cables. After powering up, hardware tests were executed and passed successfully. The customer was able to log into the application, inventoried both drawers, and verified pocket functionality, with all tests passing and no failures. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed and required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.